Event description:
It was reported that the patient received a shock therapy when stepping down from the treadmill and reaching for her bag. The patient also stated they received a shock therapy when reaching for the door and when walking down the steps from the gym. The device is still in use. No further patient complications have been reported as a result from this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.